Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right atrial (ra) lead exhibited low impedance measurements and was oversensing noise. Programming changes were made to resolve the issues. The patient was in stable condition.